Event description:
Treatment of a left ica (internal carotid artery) aneurysm measuring 15mm x 17mm. During pipeline deployment, it was reported that proximal segment of the pipeline did not open and a failed attempt was made to angioplasty the unopened segment with a pta balloon. As a result, the carotid artery was occluded and the patient became hemiplegic. It was reported that the patient was hemiplegic, aphasic, and undergoing tpa (tissue plasminogen activator) therapy.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).